Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not for diagnosis. Lau (2012). Radiological outcomes of static vs expandable titanium cages after corpectomy: a retrospective cohort analysis of subsidence. Neurosurgery, volume 72(4) , pages 529-539. This report is for an unknown synmesh (synthes, west chester, pennsylvania). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: lau (2012). Radiological outcomes of static vs expandable titanium cages after corpectomy: a retrospective cohort analysis of subsidence. Neurosurgery, volume 72(4) , pages 529-539. The purpose of the study was to assess whether subsidence rates differ between static and expandable cages and also identify independent risk factors for subsidence and extent of subsidence when present. A total of 91 patients who underwent corpectomy cage placement between 2006 and 2009 were identified. Reconstruction of the corpectomy defect was done by placement of either a static cage in 51 patients (51/91) or an expandable cage in 40 patients (40/91). A variety of cages were used from different manufacturers. Static cage, synmesh (synthes, west chester, pennsylvania) was placed in 1 patient (1/91) and expandable cage, synex (synthes, west chester, pennsylvania) was placed in 3 patients (3/91). All 91 patients could be assessed at the 1-month postoperative follow-up, and 62/91 patients could be assessed at the 1-year follow-up. A threshold of 2 mm was used to establish the presence of subsidence in this study. Based on the information provided in the table 3 in the article, there is no reported subsidence in patients with expandable cage, synex (synthes, west chester, pennsylvania). In patients with static cages, in 17/40 patients had the mean subsidence of 4.1 mm at 1 month follow up and 15/40 patients had mean subsidence of 5.2 mm at 1 year follow up. This report is for an unknown synmesh (synthes, west chester, pennsylvania). This report is for one (1) device. This is report 1 of 1 for (B)(4).